Event description:
A medtronic representative reported a biopsy guide arm that would not tighten properly and remains loose. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. On (B)(6) 2015 medtronic representative the site has a second precision aiming device and opted not to replace the suspect biopsy guide. The site stated they are aware of the issue and plan to use the biopsy guide in a non-sterile way. On (B)(6) 2015 a medtronic representative, following-up at the site, reported the suspect biopsy guide was discarded by the site and will not be returned to manufacturer for analysis.

Manufacturer narrative:
Corrected lot number now provided.mfg date now provided.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.